Event description:
As reported, the white tube of a 6/7f mynxgrip vascular closure device (vcd) was not present during the deployment and only the black wire was visible once the unknown sheath was pulled up. The physician brought down the balloon and removed the device and they held fifteen minutes of pressure at the site. There was no reported patient injury. The product was properly stored and opened in a sterile field. The sales representative discussed with the initial reporter whether or not the physician heard or felt a click when they brought the shuttle down and they indicated that they did not remember having heard it. The physician was unconcerned about the misdeployment but they wanted to report it just in case. This was an un-anticoagulated patient. The user was trained to the device. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the white tube of a 6/7f mynxgrip vascular closure device (vcd) was not present during the deployment and only the black wire was visible once the unknown sheath was pulled up. The physician brought down the balloon and removed the device and they held fifteen minutes of pressure at the site. There was no reported patient injury. The product was properly stored and opened in a sterile field. The sales representative discussed with the initial reporter whether or not the physician heard or felt a click when they brought the shuttle down and they indicated that they did not remember having heard it. The physician was unconcerned about the misdeployment but they wanted to report it just in case. This was an un-anticoagulated patient. The user was trained to the device. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2509405 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant failure to deploy advancer tube could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the white tube of a 6/7f mynxgrip vascular closure device (vcd) was not present during the deployment and only the black wire was visible once the unknown sheath was pulled up. The physician brought down the balloon and removed the device and they held fifteen minutes of pressure at the site. There was no reported patient injury. The product was properly stored and opened in a sterile field. The sales representative discussed with the initial reporter whether or not the physician heard or felt a click when they brought the shuttle down and they indicated that they did not remember having heard it. The physician was unconcerned about the misdeployment but they wanted to report it just in case. This was an un-anticoagulated patient. The user was trained to the device. The device will not be returned for evaluation.